Event description:
National complaint coordinator for baxter reported an overinfusion detected during patient use. The infusor device was filled with morphine hydrochloride and droperidol with an unknown diluent. The duration of infusion was 65ml/17hr.. The expected duration was approximately 26 hrs. The injection method used was hypodermic. The device was not used prior to the incident. A 0.5ml patient control module was used and pressed twice. There were no reports of injury or medical intervention related to the reported condition.

Manufacturer narrative:
This report is being resubmitted in accordance with instructions from FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA on mar 29 2007. The patient control module involved in this incident has been requested for evaluation. Should the device be returned, evaluation results will be provided in a follow-up report. The lot number of the patient control module involved in the incident is unknown at this time. Should the lot number become available, a review of all records related to the manufacture of the product lot will be requested. Per the initial report, the infusor device was used with a patient control module. See medwatch #6000001-2007-05324 for the infusor device.